Manufacturer narrative:
The manufacturer internal reference number is: (B)(4).

Event description:
Additional information received as the replacement was done with the other company lens.

Manufacturer narrative:
The lens was returned for evaluation. Solution is dried on the lens. One haptic is broken in the gusset area (not returned). The optic has been cut in half, typical of insertion and removal from the eye. Scratches are observed near the cut line. Cracks are observed on the optic edge. A power and resolution inspection could not be conducted due to extensive damage. Product history records were reviewed and the documentation indicated the product met release criteria. There have been no other complaints reported in the lot number. Associated products were not provided. It is unknown if qualified products were used. The product investigation could not identify a root cause for the reported complaint. A power and resolution inspection could not be conducted due to extensive damage. Lens damage was observed. All lenses are 100% inspected for cosmetic attributes and the damage exhibited by the returned complaint sample would not have met company release criteria. Based on our observation, it can be reasonably concluded that the damage is not manufacturing related. Due to the presence of surgical solution and the condition of the returned sample, the damage is most likely related to customer handling. The manufacturer internal reference number is: (B)(4).

Event description:
A health care professional reported that following an intraocular lens (iol) implant procedure, the patient complaint of seeing an image shaped like a bar and diagnosed with negative dysphotopsia. The lens was explanted in a secondary procedure. There was no patient harm reported.